Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak in past 2nd o-ring. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that leak occurred during filling reservoir. The customer stated that the insulin pump received pump error alarm. Self test passed. The product will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per dop114-811 as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into 5xx pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not leaks and no air bubbles.